Event description:
It was reported that the right ventricular (rv) pacing lead was inserted in the implantable cardioverter defibrillator (ICD) rv pacing channel and screwed in. The rv lead was tested and then it was noted that the pin was not fully inserted. So, the rv lead was unscrewed, reinserted the pin and screwed in again. However, when the physician attempted to screw in the rv lead it was not possible as the wrench was unable to be inserted into the header of the setscrew. The setscrew was found to be completely on the side, on a horizontal plane. As a result, the setscrew was screwed back, and silicone was used to seal the setscrew. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).